Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5122787

Event description:
It was reported that pacing below the programmed set rates and undersensing was observed on the right atrial (ra) lead.